Manufacturer narrative:
A report was received that a cypher sds was associated with shaft cracking prior to use on a patient. When a 2.50x23mm cypher sds was removed from its' packaging, the hypotube was noted to be cracked. According to the reporter, it had not separated into two pieces, but was held together by the plastic surrounding the hypotube. A non-sterile cypher sds rx was received coiled. Stent was mounted on the balloon. Shaft was multiple kinked and bent, it was found separated. Failure reported by the customer was confirmed. Fractures of this nature are usually the result of ductile overload. Force or cycling of the hypotube (kinking-straightening-kinking) may result in the eventual fracture. The exact source of the force, which resulted in the fracture of the hypotube, cannot be determined. Manufacturing records for lot involved were reviewed and results indicate that product met quality requirements for product acceptance. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event.

Event description:
During prep, prior to inserting in the patient, the 2.5x23mm cypher (sds) stent delivery system was removed from the package, it was noticed that the hypotube was cracked and separated. However, the sds remained held together by the plastic covering on the outside of the tube. The product was not used in the patient and will be returned for analysis.